Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 12.0 mmol/l versus 16.0 mmol/l meter to lab. Tests were done within 5 minutes with a difference of 25%. Pt did not experience any adverse events.